Manufacturer narrative:
The device or suture were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device or suture returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacturer, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath, upsized to 6f, after a diagnostic right common iliac procedure. Reportedly, the knot did not get pushed all the way down to the vessel wall in this challenging anatomy. Pulsatile flow continued. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.